Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, air bubbles were observed along the infusion set tubing. Customer was unable to provide additional information regarding air bubbles. The customers blood glucose level ranged from 150-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.